Event description:
The hcp reported that a bridge bolus programming error had occurred causing a significantly higher than normal rate to be delivered. The patient was receiving morphine and baclofen in combination. While programming, the hcp changed the primary drug from morphine to baclofen, however, because there was a bridge bolus involved, she needed to enter "old drug desired dose" on that screen. Since she had changed the primary drug to baclofen she believed that she had entered "50" thinking it was baclofen 50 mcg/day. As the pump had not yet been updated, the primary drug was still listed as morphine, resulting in a daily morphine dose of 50 mg/day and increased the baclofen rate to 250 mcg/day and a bridge bolus duration of 2 hours. The printout showed the correct bolus amounts, based on what she had entered: 21.071 mcg of baclofen and 4.214 mg of morphine over a two hr period. This dose was significantly higher than her normal rate. The caller decided that "since the patient was complaining of increased pain, that a bolus of that amount would not be harmful to her."